Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.

Event description:
On (B)(6) 2014, the reported stated that the pt noticed the needle was absent after usage. The pt visited the hospital and checked if the needle was still in the body. An x-ray was performed and confirmed that the there was no needle that remained in the body. No further info is available.